Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, and it was observed that the device had fluid loss. The aus were explanted and replaced. There were no additional patient complications reported.